Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Caller also started that there was a high pitched tone coming from the device. Blood glucose level at the time of the incident was 251 mg/dl. The caller stated that she would monitor the insulin pump and call back if necessary. The insulin pump was not replaced or returned for analysis.